Manufacturer narrative:
This supplemental report is being submitted to correct the aware date from initial MDR from october 5, 2021, to september 13, 2021, and to provide additional information based on the evaluation results on the returned device and legal manufacturer¿s investigation. The device was returned to olympus for evaluation. The following observations were noted: no image, faulty camera cable, and deformation of the coupler. The legal manufacturer surmised that an image was not displayed due to communication failure occurred, which was attributed to faulty cable. The DHR review confirmed that the device met all standard specifications at the time of shipment. The evaluation confirmed the reported phenomenon of no image. The instruction manual instructs users of the following: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. The subject device was not returned to the factory for further investigation. Therefore, the factory could not conclusively determine the root cause of the faulty camera cable.

Manufacturer narrative:
The evaluation confirmed the reported image problem as no image was shown when connecting the device to the video processor due to the camera cable defectiveness with no visible damage. Moreover, a deformation of the coupler was observed, but endoscopes could still be attached to the camera head. Due to the malfunction of image functionality, the white balance could not be properly adjusted. Therefore, an error message e311 was displayed on the monitor during testing. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed by the customer that an asset/loaner high definition autoclavable camera head had image problem during an unspecified event. The camera head was returned to the regional repair center; upon inspection and testing, the camera was observed to have a (reportable) no image malfunction due to faulty cable unit. No patient injury or harm was reported.